Event description:
It was reported to philips that the host pc had a memory problem, which could impact imaging. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc had a memory problem, which was impacting on the boot up process. Upon functional testing, the fse checked the logs and found that the host pc ram stick number 2 failed post test on boot up. To resolve the issue, the fse reseated all ram sticks in host pc and rebooted 3 times. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.